Manufacturer narrative:
(B)(4). Concomitant medical products: 110010244 , g7 shell , 6867453. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process and a follow-up MDR will be submitted upon completion.

Event description:
It was reported that during reduction in a hip procedure the liner came off the shell. The same liner was able to be inserted again and fixed as expected. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event is unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The investigation has concluded that the same liner was able to be used to complete the surgery, therefore, there is no problem with the device and the device operated within specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.